Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted the instrument seal not present. There were no other anomalies observed. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of foscarnet (drugid 193) at a rate of 352ml/hr with a vtbi of 352ml. At 3:09 pm the device alarmed for air in line and was then channeled off. The volume recorded as being infused during this period was 333.562ml. Functional testing performed found the device delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the customer¿s report of an overinfusion of foscarnet was due to user programming (custom concentration).

Event description:
The customer reported that an infusion of foscarnet (foscarnet 4215.12gm/352ml) was programmed to infuse in 2 hours however it completed in 58 minutes while connected to an adult male patient. There was no harm. The customer stated after further investigation they determined a programming error occurred.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that an infusion of foscarnet (foscarnet 4215.12gm/352 ml) was programmed to infuse in 2 hours however it completed in 58 minutes while connected to an adult male patient. There was no harm. The customer stated after further investigation they determined a programming error occurred.